Manufacturer narrative:
During the inspection of the samples at the customer's site, a sample issue was identified. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv combi pt assay performs within specifications. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The e601 module serial number was (B)(6). It was noted that impurities in the sample occurred before the sample was tested. The investigation is ongoing.

Event description:
We received an allegation about discrepant positive results for 3 patients' samples tested with elecsys hiv combi pt assay on a cobas 6000 e601 module. Sample 1: initial result: 1.56 coi (positive). Repeat result: 0.222 coi (negative). Sample 2: initial result: 2.81 coi (positive). Repeat result: 0.214 coi (negative). Sample 3: initial result: 1.11 coi (positive). Repeat result: 0.219 coi (negative).